Event description:
The pacemaker involved in this report was implanted in (B) (6) 2009. Eight months later, the pt came back for re-intervention because the suture sleeve of the ventricular lead was exposed (outside the implantation pocket): the suture sleeve was removed, some skin portions were also removed and the skin was sutured; electro-cautery was used during this re-intervention. Proper pacemaker operation was observed at that time. However, after the procedure, undersensing in the ventricular channel was observed. In addition, sensing tests could not be performed. When sensing polarity was reprogrammed to unipolar, ventricular sensing was observed with a high rate (300 bpm). After several tests, both polarities (sensing and pacing) were reprogrammed to unipolar. Since proper operation was finally observed, the device was kept implanted. The physician requested an explanation about this behavior.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.